Event description:
It was reported that the patient developed a hemorrhagic stroke and passed away on (B)(6) 2022. The patient had an elevated international normalized ratio (inr) in the setting of an advanced infection. The patient had a pseudomonas driveline infection the month prior to their death. The patient had fatigue and organ dysfunction, and the infection was treated with intravenous antibiotics.

Manufacturer narrative:
The event date has been estimated to capture the patient's infection the month prior to developing a hemorrhagic stroke. (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported hemorrhagic stroke, driveline infections and death could not be conclusively established through this evaluation. It was reported that the patient had chronic driveline infection, developed a hemorrhagic stroke and passed away. The patient passed away on (B)(6) 2022. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 22jan2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. ¿introduction¿, lists infection (local, driveline, and pump pocket), bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr values, as well as the suggested anticoagulation modifications. ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. These documents instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.